Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records, radiographs, and photographs. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified that the patient underwent a 4th revision due to pain, metal related pathology, scar tissue, and itis. Pre-operative CT scan revealed presence of tumor in the pelvis and MRI scan identified fluid in the right hip. The cobalt levels were elevated - 7.8. During the procedure, brownish red fluid was observed. There was corrosion at the head/ neck junction. The femoral head and liner were removed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020 -00238.

Event description:
It was reported that the patient had revision surgery 29 year post initial hip replacement for pain, elevated metal ions, pseudotumor and metallosis. A mass in the upper pelvis area with thin brownish-red fluid was found. The head and neck junction exhibited corrosion. Cobalt levels of 7.8 were noted. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Concomitant medical products: trilogy liner ,pn 00630507036/ln 61100702. Shell porous with multi holes 70 mm/ pn 00620207020/ln 60336796. Bone scr 6.5x20 self-tap/ pn 00625006520/ln 61226925. Bone scr 6.5x35 self-tap/ pn 00625006535/ln 61378465. Bone scr 6.5x45 self-tap/ pn 00625006545/ln 61320021. Bone scr 6.5x25 self-tap/ pn 00625006525/ln 61313662. Bone scr 6.5x35 self-tap/ pn 00625006535/ln 61357475. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-03782.

Event description:
It was reported that patient underwent a right hip revision due to dislocation approximately seven years post implantation. There were no complications or delay reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown bias stem; trilogy liner pn 00630507036/ ln 61100702; shell porous with multi holes 70 mm/ pn 00620207020/ ln 60336796; bone scr 6.5x20 self-tap/ pn 00625006520/ ln 61226925; bone scr 6.5x35 self-tap/ pn 00625006535/ pn 61378465; bone scr 6.5x45 self-tap/ pn 00625006545/ ln 61320021; bone scr 6.5x25 self-tap/ pn 00625006525/ ln 61313662; bone scr 6.5x35 self-tap/ pn 00625006535/ ln 61357475. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-03783, 0001822565-2017-03782, 0001822565-2017-08099. Reported event was confirmed by review of x-rays provided. Radiograph findings indicate that the acetabular cup is oversized, protruding beyond the anterior lateral margin of the native acetabulum, which may predispose to impingement. Acetabular cup horizontal center of rotation is lateralized, which increases risk of dislocation. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was also reported that there was corrosion noted on the taper of the head. Dislocation was noted on an x-ray review. Medical records further report that the patient has pain and a mass in the pelvic region.